Manufacturer narrative:
The probable cause of the failure was attributed to corrosion damage within the internal components of the device.

Event description:
The core impaction drill was sent in for eval due to overheating during preparation for a procedure. There was no pt involvement; no adverse event was associated with the device.